Event description:
Customer reported the sensor do not stay on during 90 degree heat and working out in the farm. Customer was advised of additional taping methods. Customer declined to troubleshoot. No blood glucose level was noted. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.